Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the generator was sequestered due to patient burn injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.